Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period. H10: related report numbers: 3012307300-2025-03310-00.

Event description:
It was reported that the device displayed ¿high pressure alarm, during use (infusion)". It was reported that there were 10 affected devices. There was patient involvement and unknown patient harm reported.